Manufacturer narrative:
Examination of the returned opened device trs175sb2 found that the bag was not attached to the silver prongs. The silver prongs were sitting on top of the bag where they should have been inside the loop. Root cause cannot be determined, however, based upon evaluation of the device and engineering input; a possible cause of this event could be excessive force was applied to the white handle, and it overrode the mechanism that is usually controlled by the purple button. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the trs175sb2, anchor tissue retrieval system device was being tested pre-operatively on (B)(6) 2025, and ¿bag was not usable because the hardware and bag were disconnected when I tried to take the bag out.¿. The procedure was completed with the use of an alternate same device. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
Conmed japan reported on behalf of a customer that the trs175sb2, anchor tissue retrieval system device was being tested pre-operatively on (B)(6) 2025, and ¿bag was not usable because the hardware and bag were disconnected when I tried to take the bag out.¿ the procedure was completed with the use of an alternate same device. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.